Manufacturer narrative:
Concomitant medical products: cook fusion omni-tome sphincterotome, unknown model. Investigation evaluation: our evaluation of the product said to be involved confirmed the report of coating damage, but did not confirm lost wire guide access. Approximately 115.2 cm to 115.7 cm and 115.9 cm to 116.8 cm from the proximal end, the wire guide covering has accordioned. Approximately 116.8 cm to 117.9 cm from the proximal end was a section of bare core wire. The wire guide tip was bent approximately 0.0 cm to 8.0 cm from the distal end. Small rough surfaces were found throughout the entire length of the wire guide. Due to the condition of the returned device it cannot be determined if any sections of the coating were missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used an acrobat® 2 calibrated tip wire guide. The device is scrunching up. When trying to pull out the sphincterotome, the device [wire guide] started coming out; [there was] scrunching and crumpling in the middle of the device, roughly. It could be the coating that is crumpled up. It seemed like everything was progressing nicely prior to that (they had completed one exchange already). The following additional information was provided on 25-jan-2019: the physician removed the sphincterotome and wire, used another manufacturer's equipment instead and completed the procedure [lost wire guide access]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.